Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous ambulatory peritoneal dialysis y-set had disconnected from the minicap transfer set. This occurred during patient use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.